Manufacturer narrative:
Additional information: product was returned. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Event description:
It was reported that on an earlier date post-op, patient was brought back to the or due to symptoms of radiculopathy post microdiscectomy. A broken tip of a micropitutary was retrieved from the patient. There were patient symptoms or complications. Additional surgery was performed as a result of this event. Revision surgery was done due to radiculopathy symptoms and doctor then realized tip of micropituitary had broken off and remained in the patient. Fragment tip was retrieved and the patient is doing good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.